Manufacturer narrative:
The last calibration performed on (B)(6) 2023 indicated that the calibrator 1 signal counts were below the lower expected values. The qc results provided do not reflect the relevant date. Further information was requested, but not provided. It is unclear whether qc was run on the date of the event and whether it was within the specified ranges prior to testing. The sample draw volume was 3 ml. The target draw volume is 3.5 ml. The tubes were designed to collect a predetermined quantity of blood in order to achieve a defined concentration of the additive in the blood sample, that is a correct blood-to-additive ratio. An incorrect blood-to-additive ratio may lead to inaccurate test results. It was reported that foam was present on the assay reagent. Product labeling states "avoid foam formation." Based on the provided data a general reagent issue can most likely be excluded. The cause of the event could not be determined.

Manufacturer narrative:
The customer did not use roche rack cup adapters. Product labeling states "inserting a roche rack cup adapter into a rack use roche rack cup adapters to improve the alignment of 13 mm tubes. Warning ! Incorrect results and errors due to misaligned sample tubes not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. R always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The field service engineer (fse) performed maintenance and found a hose (tube) full of liquid. He then replaced the hose (tube). The customer performed qc, calibrations, and ran patient samples with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d assay results from five patient samples tested on the cobas e411 rack with serial number (B)(4). The reporter stated their vitamin d results have been running low. The reporter was able to provide two examples of questionable results. One result was low for a patient with vitamin d supplementary therapy. The initial results were reported to the patients. Sample 1: the initial result was 18.18 ng/ml. The repeat result was 32.77 ng/ml. Sample 2: the initial result was 50.74 ng/ml. The repeat result was 24.60 ng/ml.